Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Requested but not returned by hospital.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 1992. Subsequently, a revision procedure was performed on (B)(6) 2016 due unknown reasons. The acetabular liner was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 1992. Subsequently, a revision procedure was performed on (B)(6) 2016 due unknown reasons. The acetabular liner was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent right initial total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure has been indicated due to unknown reasons. However, no revision has been reported at this time. No further information has been provided.